Manufacturer narrative:
(B)(4). The lot was manufactured from march 8, 2015 ¿ march 10, 2015. The evaluation of the returned device is complete. Visual inspection revealed a ruptured reservoir. Microscopic inspection of the reservoir identified a marking on its interior surface near the rupture line. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was reported to be (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a large volume folfusor ruptured. This occurred ten hours after the start of infusion. The device was filled with 150ml sodium chloride solution. There was no patient injury or medical intervention associated with this event. No additional information is available.